Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that on february 4 they dropped their meter down the toilet and afterwards it would not power on. The patient could not recall the exact meter model, and had already disposed of the device, but reported that the meter used onetouch ultra test strips. The patient did not have a backup meter available. The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink after the alleged issue occurred. The patient reported that around two weeks later they developed symptoms of dizziness, light headed and vision almost went away. The patient reported stumbling into a wall. The patient reported visiting their doctor on (B)(6). The patient reported that the doctor performed blood tests and xrays. The patient did not recall any blood glucose readings or any treatment specific to diabetes. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged product issue began.